Event description:
Procedure: vats/wedge resection. According to the reporter: the staples all fired but did not close down and bleeding occurred. A thoracotomy was created and the procedure was finished open.